Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was making noise and vibrating. This complaint is being reported because the alleged issue could cause the patient to miss an alarm. There was no allegation of an adverse event associated with this complaint.